Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient¿s ins wasn¿t working and the patient indicated they needed to set up an appointment to have it jump started. The hcp reported that patient said it had been at least a month to two months and they were worried they wouldn¿t be able to get it started and may need to have surgery. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.